Event description:
This case was reported by a consumer and described the occurrence of palsy in a (B)(6) female pt, who received super poligrip extra care with poliseal gel ((B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. At an unk time after starting super poligrip, the pt experienced palsy and diplegia of upper limbs. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were resolved. (B)(4).